Event description:
A patient, who was introduced to a novopen3 (insulin delivery device) and novolin 70/30 penfill 3ml (dual-acting human insulin) in 2002 for type ii diabetes melitus, experienced elevated blood glucose levels in july 2003 and was hospitalized from july 2003 to august 2003. The pt also reported that the event occurred after the push button on the device broke off completely. Pt continued to use the device to administer their insulin after the push button broke off by pushing the area where the push button used to be with their finger. While using the device after the push button broke off, their blood glucose levels elevated up to 300 mg/dl. In july 2003 the patient went to the emergency room because pt did not feel well and was nauseous and dizzy. Pt was admitted to the emergency room and was worked up for any cardiac abnormalities since pt had a history of heart disease. The pt stated that their blood glucose level while in the emergency room was in 200's (exact value unknown). Pt was subsequently admitted on an inpatient unit (type unknown) and had further cardiac work-up, including an EKG, as well as insulin therapy (type of insulin and route of administration unknown). The pt was discharged the following day, and began using the different insulin delivery device to administer their novolin 70/30 penfill insulin. Since then, their blood levels have remained within their normal limits. The pt changed the disposable needle with each injection, mixed the insulin before use, and stored the insulin according to recommendations. Pt also stated that there had not been any changes to their diet, activity level, health status or medications during the event.